Event description:
It was reported that a multifiltrate pro machine had a continuous and deafening alarm with message ¿switch off machine¿ during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment and the machine stopped working. The machine experienced an internal software failure. The patient was disconnected from treatment and treatment continued on a new machine with new supplies. The patient experienced approximately 200 ml of blood loss. Due to loss of blood a transfusion of erythrocyte concentrate was administered. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. The review of the complaints revealed that the reported failure type represents a known event. Investigation of machines files was not available due to the defective data structure; a reconstruction of the data is not possible and therefore no evaluation of the data can be performed. With the change from software v5.0 to v6.0, the data structure of the cf card was changed. During an update it was necessary to delete the old data from the cf card before executing a software update. Based on the complaint description, we assume that a 9040 error occurred. A review of the device history record (DHR) is found to be not necessarily due to the fact that the failure/complaint can be clearly attributed to the failure mode design. Review of the repair history of the device is considered to be not necessary as error 9040 is a known sporadic software problem. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible. The 9040.1 error is considered within the scope of the product improvement. Review of the instructions for use (IFU) revealed that in the case of a screen failure or no screen response a manual reinfusion is always possible. A review of the service manual is considered to be not necessary, as the problem of defective data structure was caused by faulty handling by the service technician during the service update. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had a continuous and deafening alarm with message ¿switch off machine¿ during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment and the machine stopped working. The machine experienced an internal software failure. The patient was disconnected from treatment and treatment continued on a new machine with new supplies. The patient experienced approximately 200 ml of blood loss. Due to loss of blood a transfusion of erythrocyte concentrate was administered. The complaint device was reported to be available to be returned to the manufacturer for evaluation.